Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) not calibrating. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is not calibrating. There was no patient harm reported.

Manufacturer narrative:
Additional information: e1(event site state-(B)(6), event site postal code -(B)(6)). It was reported that the cardiosave intra-aortic balloon pump(iabp) unit was not able to calibrate the trasducer. A getinge field service engineer(fse) evaluated the unit and tried calibrating the unit and was able to calibrate the transducers successfully without fail. Fse states that reported issue may be a operator error. Fse then completed full calibration. Unit passed all functional and safety test per factory specifications. Returned to customer and cleared for use.

Event description:
N/a.